Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 23.9 mmol/l (430.2 mg/dl) while wearing the pod longer than 48 hours. Symptoms reported include vomiting, lethargic and unresponsiveness. The patient was treated with a manual insulin injection and a new pod. When removed from the infusion site (abdomen) at the hospital, the cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.